Event description:
It was reported that the procedure was performed to treat the superficial femoral artery with mild tortuosity, mild calcification and 75% stenosis. The armada 18 balloon percutaneous transluminal angioplasty (pta) catheter which was prepped per instructions for use, was unable to inflate. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified that the balloon was ruptured. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. Return device analysis noted a balloon like rupture (hole). The reported inflation issue was confirmed since the balloon would not hold pressure due to the noted balloon like rupture (hole). Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported inflation issue could not be determined. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted a balloon like rupture (hole) that was located proximally from distal edge of distal balloon marker and the balloon was twisted proximally from distal catheter tip. In this case, it is possible that the balloon was inadvertently mishandled during preparation and/or during advancement such that the balloon became damage and subsequently resulted in the reported inflation issue and noted twisted balloon material and rupture (hole); however, a conclusive cause cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.